Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by pain coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination (no further detail was provided). One day after the diagnosis of peritonitis, the patient was hospitalized. Treatment was not reported. One day after being admitted to the hospital, it was reported that the patient still had unspecified pain; however, the patient was discharged on the same day. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.